Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling and fistula. No further patient complications were reported.